Event description:
It was reported that customer experienced concern that control-iq was not adjusting insulin delivery as expected and alleged pump was not delivering boluses. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Tandem technical support confirmed the pump was working as intended. However, the customer maintained that the pump did not function as intended. The customer reverted to manual injections for insulin therapy.